Manufacturer narrative:
(B)(4). The returned miraclebros 3 guide wire had its ptfe coating damaged at approximately 63-68cm and 75.5-77.5cm from the proximal end of the guide wire. The observed ptfe coating damage was partially circumferential. To replicate the observed ptfe coating damage, a torque device was attached on an unused guide wire. Then the torque device was lightly tightened and moved over the sample guide wire so that its metal chuck would scrape the wire surface. As a result, circumferential coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meets the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated with the metal chuck of a torque device that was probably incompletely tightened or incompletely loosened at the time it was moved over the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that an intervention was performed to treat a 90-99% stenosis in the severely tortuous pulmonary artery a10. An asahi miraclebros 3 guide wire was used in the procedure when peeling of the green ptfe coating was recognized. The physician searched for the coating fragments in the y-connector. A new miraclebros 3 guide wire was replaced to resume the procedure. There were no adverse patient effects related to the reported peeling of the ptfe coating.